Event description:
The patient experienced worsening of dystonia with a very high dosage. In the operating room, they were unable to have spontaneous csf flow or aspirate csf from the catheter; it was determined that the catheter was obstructed. The catheter was replaced. The patient hadn't returned to the office for her post-operative visit yet, but in a phone call 3 days after surgery the patient said she was doing well. The device system was used to deliver baclofen.

Manufacturer narrative:
Catheter.